Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 47 mg/dl. Customer treated low blood glucose with juice. Customer stated they had a high blood glucose of 186 mg/dl. Customer was unable to enter auto mode basal. The insulin pump will not be returned for analysis.